Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A field service engineer (fse) went onsite and found that the power supply of host pc was defective. The fse replaced and returned the host pc to philips for further analysis. The analysis identified that the hdd slot was disabled via hdd bay front button. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.